Event description:
It was reported that during a procedure, the product was plugged into cautery machine and was instantly activated without pushing the button or using the foot peddle. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
A follow-up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a procedure, the product was plugged into cautery machine and was instantly activated without pushing the button or using the foot peddle. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: the quality investigation is complete.